Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2012. This is a list of my side effects and symptoms that I have experienced due to essure. Heavy periods, painful periods, abdominal pain, vaginal discharge, loss of libido, painful intercourse, abdominal spasms, gas, constipation, severe bloating, metallic taste in mouth, heartburn, bowel issues, dizziness, brain fog, forgetfulness, weight issues, I have not been seen by a doctor pertaining to my symptoms except my gastroenterology doctor pertaining to my crohn's disease. I have been diagnosed with the following conditions: crohn's disease the device is still inside of me. This is my first time filing an adverse event report